Event description:
It has been reported to philips that the allura system did not boot up. Restarting the system did not solve the issue. The available information does not indicate whether the device was in clinical use. No harm has been reported. A philips service engineer inspected the system onsite and identified that the host pc was not booting. The host pc has been replaced and the system was returned to use in good working order. The investigation of this incident is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting. During troubleshooting, the fse found that the host pc was not booting. The system was shut off after hitting the front power button. After several reboots, the system started working. Replacement of host pc has been ordered. The fse installed the hard drive from the old host pc to the new host pc, installed a new license file for the new host pc and booted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.